Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the small battery drive device trigger was stuck was confirmed. An assessment was performed on the device which determined the triggers were jammed, the lower trigger gets stuck when pressed in and does not return when released. It was further noted that there was corrosion on the triggers and around contacts making them not to function properly, the lock slide was stuck pressed in, and the device locked up when oscillated. The assignable root cause was determined to be due to improper cleaning/care, which was failure to follow directions for use. This was further defined as misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a cadaver laboratory training course, it was observed that the trigger on the small battery drive device was stuck. The event was not related to a live surgery. It was reported that there was an identical spare device available. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.